Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 3.1, 3.2, 6.1, & 6.2 were having issues with pockets failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several drawers had intermittent pocket failures. A field service engineer powered down the station, removed the rear panels from four drawers, disconnected and cleaned the row boards, cables, and connectors, then reconnected and reassembled the components, powered the station back, launched hardware test application, removed pockets from a locations, checked board connections and rebooted the station to resolve the issue. The customer verified the functionality of all drawers successfully. The system functioned as intended after the field service engineer repaired the device.